Event description:
It was observed during the device inspection, the bronchovideoscope¿s distal end plastic cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause could not be identified. However, it is likely that a high-energy endo therapy accessory (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the distal end. This likely led to the burnt plastic distal end cover/probe cover malfunction user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU). Inspection of the endoscope there are cautions when high-energy endotherapy accessories are used. 4.3 using endotherapy accessories olympus will continue to monitor field performance for this device.